Event description:
It was reported that the patient presented remotely via merlin net. It was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in a few of short pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.